Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed via analysis of the log file downloaded from the returned system controller (serial number: (B)(6); however, the alarm was not reproduced during testing of the returned controller. The downloaded log file contained approximately 2 days of relevant data (B)(6) 2021 per the timestamp). The log file captured a backup battery fault alarm due to a backup battery load test failure on (B)(6) 2021 from 16:41:35 until the controller was put into sleep mode (captured at 21:07:01). The backup battery failed the load test due to the loaded voltage being under the acceptable threshold compared to the unloaded voltage. The driveline was disconnected on (B)(6) 2021 at 21:05:45 to exchange the system controller. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The controller passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. During testing, multiple load tests were performed and the controller passed each time without any issues. The root cause of the reported event could not be conclusively determined through this analysis. Incidental findings: kinks were observed on both power cables, a tear was observed on the black power cable, fluid ingress was observed in the black power cable, the strain reliefs on the connector side of both power cables were observed to be damaged. Heartmate 3 instructions for use (rev. C) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. C) section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and auditory), including the backup battery fault and power cable disconnect alarms, and the actions to take if the alarm cannot be resolved. Heartmate 3 instructions for use (rev. C) section 2 "system operations" explains how to replace the system controller backup battery, and how to replace the system controller. Section 5, ¿surgical procedures¿, also explains how to install the backup battery in the system controller. Heartmate 3 patient handbook (rev. C) section 6 "caring for the equipment" describes how to care for and clean all equipment, including the system controller power cables. This section also explains the importance of protecting the system controller power cables from kinks, sharp bends, and repeated bending. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the system controller power cables for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook (rev. C) section 4 ¿ ¿living with the heartmate 3¿ explains that the system controller must be kept dry at all times and to never swim or take baths. Users are instructed not to shower without a doctor¿s approval, and to never shower with the shower bag. This section also states ¿although the external components of the heartmate 3 left ventricular assist system are moisture-resistant, they are not waterproof. Take care to protect system components from water or moisture, whether indoors showering or outdoors in a heavy rain. If the components have contact with water or moisture, you may receive an electrical shock or the pump may stop¿. Heartmate 3 patient handbook (rev. C) section 6 "caring for the equipment" describes how to care for and clean all equipment, including the 14v battery and battery clips. Additionally, section 10 ¿ ¿safety checklists¿ instructs users to regularly inspect their accessories ¿ including their batteries and battery clips ¿ for damage, and to replace any equipment that appears damaged or worn. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on 10oct2019. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
It was reported that the patient called to report a backup battery fault on primary controller. Beeping and backup battery fault message on controller was observed. The patient went to clinic and controller was changed, and a new backup controller was given. No additional information provided.